Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope had no air/water flow. The issue was found when preparing the device for use after reprocessing. There were no reports of patient harm. During device evaluation, it was found that the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the findings in b5, evaluation found the following: there was shadow due to multiple big chips and a crack on the objective lens; there were two light guide lenses that were cracked and one had old glue; there were deep and minor dents and scratches, including plug unit not affecting functionality, minor buckles and surface scratches, minor surface scratches; there was no flow, and the advanced diagnostics was okay after removing the nozzle, the checked capacity was okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.